Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A batch review will be performed on the potentially associated lot numbers. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for peritonitis. The patient was treated with fortaz (1 gram, once, route not reported) and vancomycin (1 gram, frequency and route unknown) for peritonitis. Treatment with vancomycin was ongoing. The cause of peritonitis was reported to be constipation. At the time of this report, the patient was recovering from the event of peritonitis. No additional information is available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13e23071 and h13e26017 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.